Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley location. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the permanent cautery hook instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, at the end of the procedure, when the surgeon tried to apply energy on the permanent cautery hook instrument, the energy was insufficient. The customer noticed smoke come from the distal part of the instrument's wrist. The procedure was continued with a third-party instrument, which avoided the conversion to lap procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task that was performed during the issue was cauterizing. No arcing detected during the procedure. The energy that was activated from the surgeon side console (ssc) was monopolar. The instrument was connected properly and was applying energy properly at the beginning of the procedure. The settings used on the generator/esu were: cut 3, coag 3. The instrument was in used prior to the issue approximately 30-40 minutes. Fenestrated bipolar forceps instrument was in use on left arm of the ssc. The instrument tips did not collide with any other instrument or tool during procedure. There were no staplers in use during the procedure. The jaws were clear and not contaminated, and the wrists were clear and visible. The or team smelled of a molten plastic. Patient was treated by high competency specialists with the spare instruments and now is in a perfect health condition and recovering well after the procedure.